Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-04254. It was reported that the patient presented for a lead revision procedure. The physician alleged that the leads exhibited noise. During device interrogation no noise episodes were observed and there was no reproducible noise seen. The patient's right atrial lead and right ventricular lead were capped and replaced on (B)(6) 2020. The patient's condition was stable throughout the event.